Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had a keypad display flickering issue. The issue was related to touchscreen keypad. No patient was involved as incident occurred during routine check.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, health effect impact codes, investigation conclusions), h11. Corrected fields: h6 (medical device problem code). A getinge field service engineer (fse) evaluated the unit and was able to duplicate the reported malfunction. Fse checked & found cable pcb to lcd lower is suspected to be defective. The fse replaced the lower lcd input cable. The unit was working properly. All tests were performed and passed. The iabp was handed over to the customer in good, working condition.

Event description:
N/a.